Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
(B)(4). (B)(6). Failure (event) observed during analysis. Final analysis found that the distal portion of the lead was returned. An insulation abrasion to another device breaching the outer insulation.